Event description:
Philips received a complaint by the customer on the v60 indicating that device has a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that the battery was defective.the customer replaced battery to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.